Manufacturer narrative:
No product was returned for evaluation. The reported event could not be verified or confirmed. The investigation indicated that the most probable, but unconfirmed, cause to be a faulty downstream occlusion sensor. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (7-mar-2007) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device., corrected data: h6: event problem device code

Event description:
It was reported that per the patient, the pump was alarming no disposable. The alarm was silenced and the settings were reviewed settings and closed clamp. Removed the cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and was able to start the pump but it was alarming. Stopped pump. Removed cassette again with clamp closed. Gently tapped cassette and massaged tubing. Replaced cassette and alarm persisted. Powered pump off. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.